Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun 1, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned, and no issues that could cause or contribute to the complaint issue could be identified. The complaint issue could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to myopic refractive surprise. Suspect iol was replaced with a dib00, 24.5 diopter power size iol. There no other surgical or medical interventions required. The patient fully recovered. No other information was provided.